Manufacturer narrative:
Successful colonic ftrd treatment was performed on a patient. After 7 day the patient suffered from bowel obstruction and needed surgery. Bowel obstruction is a rarity after eftr and is listed among the possible complications in the instructions for use. The resulting bowel obstruction was a procedural complication and is not related to irregular function of the product itself. This report is part of the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: follow up questions ftrd system perforation-clip detached failure_10-03-2024 annex 1.

Event description:
Successful colonic ftrd treatment was performed on a patient. 2 day after initial treatment patient was hospitalized again for 4 days with signs of a bowel obstruction. 7 days after the initial cftrd treatment the patient went to surgery for a segmental bowel resection. The patient fully recovered.